Event description:
It was reported that the pt had granulation tissue above the implant. No further info has been made available yet.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.